Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4) product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6) batch: 20928951.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to having to charge too frequently. The patient is doing well post op. The location of the devices is unknown. No additional adverse patient effects were reported.